Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads.

Event description:
It was reported that two of the contacts on the spinal cord stimulator (scs) lead were not functioning. This caused the patient's pain and discomfort symptoms to return due to inadequate stimulation. The patient was admitted to the hospital and underwent a revision procedure in which the lead was replaced. The patient is expected to fully recover.

Event description:
It was reported that two of the contacts on the spinal cord stimulator (scs) lead were not functioning. This caused the patients' pain and discomfort symptoms to return due to inadequate stimulation. The patient was admitted to the hospital and underwent a revision procedure in which the lead was replaced. The patient is expected to fully recover. Additional information was received that the patient experienced inadequate stimulation, pain relief, due to high impedances on the lead which was ultimately explanted. The patient is doing well post operatively and is happy with the results. The explanted lead was not returned for analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.